Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure performed on the same day. According to the complainant, it was noticed that the cut wire on the catheter was kinked upon unpacking. The procedure was completed with another autotome rx sphincterotome device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been returned for evaluation, it has not been evaluated. Therefore, the cause of the reported malfunction has not been determined.